Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that cannula of sensor was not on. Customer¿s blood glucose value at the time of incident was unknown. Customer also stated that one sensor had blood. The sensor will not be returned for analysis.